Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage and observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe.

Event description:
Healthcare professional reported right side "patient that I need to begin a claim for". Later, healthcare professional reported deflation and "baker grade - 2 right". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture, baker grade ii.

Event description:
Healthcare professional reported, right side. "Patient, that I need to begin a claim for". Healthcare professional, later reported, deflation. And capsular contracture, baker grade ii. Device remains implanted.